Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that a seam tear and bleeding occurred. The procedure was indicated due to severe aortic stenosis. Vascular access was obtained via a right femoral approach. The patient's anatomy was considered mildly tortuous. The preparation and insertion of a 14 f isleeve introducer sheath went without issue or difficulty. A non-bsc extra stiff wire was used. A balloon was able to move easily in and out too. During the insertion of a loaded accurate neo valve delivery system, the physician encountered resistance. Xray images revealed the delivery system was stuck in the sheath. The physician retracted the isleeve a bit and pushed the delivery system forward. The seam of the isleeve was noted to be split. The patient lost approximately 750cc to a liter of blood due to the split of the seam. It was possible that there was bleeding out of the sheath and the possibility that the sheath had been retracted too far out of the patient. Due to the seam spilt, the isleeve was not able to be advanced in again. The sheath was removed. No groin vessel damage was noted on xray. The delivery system was removed via the groin access. The patient was transferred to open heart surgery where the accurate neo valve was removed, and the native aortic valve replaced. The patient received a blood transfusion during the open heart surgery. No further patient complications were reported. The patient has been discharged from the hospital and is fine.